Manufacturer narrative:
This event was previously reported as one of two unidentified cases of capsular rupture under manufacturer report number 2028159-2012-00985. No curved handpiece tip was received for a capsular bag rupture. No lot number was identified with this complaint; therefore, the manufacturing device history record for this complaint could not be reviewed. Because a sample was not returned and no lot information was provided with this complaint issue cannot be determined. However, based on the evaluation of fourteen tips which were returned for damage caused from poor end user care (associated with another complaint from this facility), these damaged tips could be a factor for a capsular bag rupture. (B)(4).

Event description:
A nurse manager reported that a capsular bag rupture occurred during a cataract with intraocular lens (iol) implant procedure. A completed questionnaire was received, indicating that during aspiration, a round opening appeared in the posterior capsule without having been aspirated. Consequently, a vitrectomy was performed. It was noted that the pt was hospitalized from (B)(6) 2012. Following examination of the head of the irrigation-aspiration cannula with a microscope, the surface of the extremity of the head of the handpiece was irregular with expressive jags. No information was provided pertaining to the pt's present condition.